Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the returned unit shows that the sleeve casting of the adaptor is missing and must be added. The nylon washer and retaining ring must be replaced because of wear, and the torque screw for the sleeve shows damaged thread and must be replaced. To resolve all issues, the swivel adapter¿s sleeve casting was replaced along with the retaining rings and the washers, the torque screw was replaced, and the unit was reassembled. The functional test was carried out successfully and the device meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is mishandling and routine wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2025-00055: a facility reported that the mayfield swivel adaptor (a1018) was non-usable. This was discovered before an unspecified surgery and this issue increase the surgery time for more than 30 minutes. It was also necessary to change the approach of the operation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.